Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During insertion, bubbles were observed in the side port during aspiration and air was leaking through the hemostatic valve. Therefore, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device was disposed of and therefore is not expected to be return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.